Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump turned off by itself. Customer's blood glucose was unknown. Customer and the device were not present during the call. Customer's wife was advised to call back with the serial number. Customer will not be returning the device for analysis.